Event description:
According to the info received, the pt was undergoing repair of an atrial septal defect (asd). A 6f standard sheath (MFR unk) was placed in the right femoral vein. Then an ice catheter was advanced to the right atrium (ra) and under guidance of ice, a multipurpose catheter was utilized to go across the asd. After this, balloon sizing was performed with an amplatzer balloon (product info unknown). Balloon sizing revealed the defect to be roughly 27mm. An amplatzer device (product unk) was advanced, and during deployment, the device embolized into the pulmonary artery. Multiple attempts were made to retrieve the device, including a jr-4 guide, a lima guide, a multipurpose guide. Steering devices were also utilized, including a 6f and 7f snares, rv biopsy forceps, and vascular retrieval forceps. The device was finally pulled into the common iliac; however, the device could not be completely retrieved. The pt underwent surgical removal of the device from the right common iliac vein.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the cause of the embolization could not be determined with the info received. Should the imaging become available at a later date, a supplemental report will be filed.the results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the cause of the embolization could not be determined with the info received. Should the imaging become available at a later date, a supplemental report will be filed.